Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
A report was received from health canada regarding an event that was submitted by the user facility to the canada vigilance program. The report did not have the details of the event. (B)(4). There was patient involvement.

Event description:
A report was received from health (B)(6) regarding an event that was submitted by the user facility to the (B)(6) vigilance program. The report did not have the details of the event. There was patient involvement.

Manufacturer narrative:
Correction: describe event or problem, concomitant med prod data, initial reporter addr 1, initial reporter city, imdrf annex a and b codes. Omit: a21 - labelling, instructions for use or training problem (1318), g04080 - label. Additional information: medical device serial #, initial reporter zip, device manufacture date, imdrf annex b code and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
A report was received from health canada regarding an event that was submitted by the user facility to the canada vigilance program. The report did not have the details of the event. However, it contains the following imdrf codes: f24 - insufficient information e2311 - discomfort a2101 - device markings / labelling problem e1705 - burning sensation. There was patient involvement. A report was received from (B)(6) which states, "order: potassium phosphate 30mmol/10ml in 500ml d5w (total volume 565ml). Infuse over 4hrs. Medication set up as secondary line, preprogrammed setting is 125ml/hr. Piggybacked at the port above the pump. Infusion begain at 0848h. When I checked on the infusion at 1100h the bag was empty, the pump still showed that there was 228ml/hr left to be infused. IV site is unremarkable, pt complained of some buring at the beggining, explained that the potassium can burn a little. Pt did not complain of any discomfort after that. Pump was changed, a ticket was put in."